Event description:
Boston scientific was notified that during an event the subject device fractured during deployment into the microcatheter. No complications with the patient were reported to have occurred during this event.